Event description:
Contrast extravasation was noted from the proximal aspect of the port-a-cath on (B)(6) 2013. Port was replaced and device was given to patient safety on (B)(6) 2014. Device was placed on (B)(6) 2010. Reported on (B)(6) 2014. Reason for use: requirement of indwelling catheter.